Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. Unable to verify motion sensor test failure due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump received motor error and motion sensor test failure error. The customer¿s blood glucose level was 160 mg/dl. The customer reported that they received two motor error alarm and motion sensor test failure error. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.